Manufacturer narrative:
Insulin pump was not received with manufacturing mode. Insulin pump passed the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. Unit was received with normal operating currents and no unexpected failed battery test alarm noted. However, insulin pump trace download analysis confirmed the insulin pump alarmed power loss alarm, replace battery alert, replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert, replace battery now alarm due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump reported power loss. The customer¿s blood glucose level was 3.2 mmol/l at the time of the incident. Customer states pump reported power loss, battery error and no insulin alert on pump. Customer states she has called about these issues before and has done the trouble shooting. Customer states she has tried changing the battery and waited ten minutes but nothing has helped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.